Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion, in the proximal to mid left anterior descending artery, with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 38 mm xience prime stent delivery system (sds) was advanced. Resistance was noted due to the calcification; therefore, the sds was pushed. It was noted that while pushing the device, the hypotube became bent, and then separated outside the patient anatomy. The sds was removed without issue and a xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion, could not be replicated in a testing environment, as it was based on operational circumstances. Shaft kink and separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot, did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely the application of force bent/kinked the shaft, which weakened the material and contributed to the shaft separation/detachment.